Manufacturer narrative:
(B)(4). The field service engineer visited the customer's site and saw that the video board had failed. The fse also observed a burnt smell. The device is being returned for analysis. This case is under investigation according to the manufacturer's policy. There was no patient involvement and therefore no patient information is available. Implant date: no tests/laboratory data was available. Explant date: no information was available. A review of complaint cases submitted for this asset was performed and no other similar complaints were reported on this asset for this failure. This complaint will be monitored as part of complaint data analysis.

Event description:
The facility reported to the manufacturer that there was a distorted video display issue on the exam and control room monitors. The facility reported they were preparing to vacuum behind the equipment in the control room area and reported a "warm smell." The reported incident did not occur during a patient procedure, there was no patient involvement.